Event description:
It was reported that the patient has been experiencing breakthrough seizures. It was reported that the patient has also experienced an increase in personal injury from the seizures for the past six months. The clinic notes indicate that the generator is showing ifi = yes and that the patient will be referred for elective generator replacement in hopes that the patient¿s seizure frequency will improve. Attempts to obtain additional information have been unsuccessful to date. Surgery is likely; however, has not occurred to date.

Event description:
Follow-up showed that the patient¿s seizures returned to baseline following revision.

Event description:
It was reported that the patient's increased seizures is possibly related to the generator nearing end of service; although, it was reported that the increase was approximately 8 months prior. The patient's generator was replaced on (B)(6) 2013 and the patient's antiepileptic medications were increased. It was reported that the patient only has one seizure type. Attempts to have the generator returned for analysis have been unsuccessful to date.